Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure, there was failure to sense in the atrial chamber and measured data showed that atrial lead impedance was <250 ohms. Soon after, the lead impedance measured with a pacemaker system analyzer was 477 ohms. After the lead tested normal, the pulse generator was replaced.